Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a decanav electrophysiology catheter and the catheter was not completely relaxing when they were no longer deflecting it. The catheter seemed stiff. The curve of the catheter remained in a partially deflected state when the mechanism was relaxed. It was discovered after insertion into the body, when the doctor was trying to place it in the coronary sinus (cs). There was no difficulty removing the catheter. There was no issue with the plunger. When the catheter was replaced, the issue was resolved, and the procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a decanav electrophysiology catheter and the catheter was not completely relaxing when they were no longer deflecting it. The catheter seemed stiff. The curve of the catheter remained in a partially deflected state when the mechanism was relaxed. It was discovered after insertion into the body, when the doctor was trying to place it in the coronary sinus (cs). There was no difficulty removing the catheter. There was no issue with the plunger. When the catheter was replaced, the issue was resolved, and the procedure continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No stuck or stiffness was identified during the analysis. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31229810m and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following warning and precaution: always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).